Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call on (B)(6) 2018 that the keypad of the insulin pump was giving a stuck button alarm. Blood glucose value was 8.5 mmol/l at the time of the incident. Troubleshooting did not resolve issue. The customer was advised the insulin pump will need to be replaced. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump received with all buttons responding properly. No stuck button alarms noted. Insulin pump passed self test and displacement test. Insulin pump received with corroded electronic assemblies.